Event description:
Pt underwent acl reconstruction of right knee on event date for acl deficiency/medial meniscus tear. During the procedure a 7x25 silk screw was placed to anchor the proximal bone plug and an 8x25 silk screw was used to anchor the distal bone plug. The next day, surgery received the notice from smith & nephew indicating an incorrect screw had been placed in packages - lot#4570781 - acufex 7x25 mm cannu-flex silk screw - catalog #014201 (and catalog #7204800 - lot #458905 - acufex 7x20 mm softloc screw). The pt recently had sudden onset of internal derangement symptoms and it is noted by the surgeon that on office exam, it was apparent that the fixation screw had worked loose within the intercondyler notch. In 2001 pt underwent arthroscopic knee surgery with removal of loose screw and insertion of linvatec bioscrew 7x25 mm into femoral tunnel. Excellent rom in knee with good fixation of acl was noted.